Event description:
It was reported by the rep that the (2) al326 were used during an unknown procedure. It was reported that the clip applier failed to advance a fourth clip. A second applier was pulled and it also failed after firing several clips. There was no pt consequence.